Event description:
During an endosocpic retrograde and cholangiopancreatography, (male patient, age unknown) "the tip of the guidewire is broken and separated with the body of the guidewire in the pancreatic duct or pancreatic head." The customer reported the pt had "a little pancreatitis" and was transferred to the hosp for further, unspecified, treatment.

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.